Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that patient underwent the distal femur fracture procedure on (B)(6) 2017. During the procedure, when the surgeon used the torque driver, ratchet mechanism of it was broken. Tightening of the rocking nut could not be done with proper torque. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Trend analysis: a trend has already been identified and an additional investigation has been initiated to determine the necessity of corrective and/or preventive actions. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the ratchet mechanism of the torque driver is broken and the proper torque could not be applied anymore. Review of received data no medical data such as surgical notes or any other case-relevant documents received. Devices analysis - visual examination: the torque screwdriver has been returned for an investigation. There are some signs of usage. No other conspicuousness found. Subsequently the torque screwdriver has been disassembled. As the torque mechanism could not be disassembled with the corresponding instrument, the handle has been cut. There is still grease inside the instrument, however it seems to be discolored. Visual examination by the trauma development team of the sphere under the microscope showed some signs of wear. See pictures attached. - functional test: a functional test was performed and it can be confirmed, that the mechanism of the screwdriver does not function anymore. There has been no clicking sound. Review of product documentation inspection plan: - characteristic no. 11 feature "torque 6nm (5.5-6.3nm)¿ with scope of testing: 100%. Means of inspection: "drehmomentmesser". Surgical technique: in the surgical technique (doc nr 06.01369.022) it is described "tighten the locking caps with the ncb torque screwdriver, 6 nm (ref 02.00024.021) until a clicking sound is heard". Root cause analysis root cause determination using rmw: - instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment . - instrument, breaks, deforms, diverge, or parts remain in wound due to mechanical properties of material insufficient not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => possible, after disassembling discolorations have been detected inside the screwdriver, which could be corrosion. - instrument, breaks, deforms, diverge, or parts remain in wound due to inadequate design for intended performance not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment . - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as a deterioration in function as a result of repeated use cannot be excluded. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use not possible -> instrument does not show any signs of an offlabel use. Conclusion summary the instrument has been returned for an investigation. The functional test confirmed that the mechanism is broken and there is no clicking sound. Discolorations were visible inside the screwdriver, which could possibly have resulted from corrosion. This corrosion could have jammed the torque mechanism and inhibited the mechanism from releasing at 6nm. Additionally, the instrument has been manufactured in 2010 and might have been on the market for more than six years. Therefore a deterioration in function as a result of repeated use cannot be excluded. However, an exact root cause could not be determined. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Additional investigation has been initiated to determine if further corrective or preventive actions have to be performed. Zimmer (B)(4) considers the case at hand as closed.. Zimmer`s reference number of this file is (B)(4).